Event description:
It was reported via repair work order that the both left and right siderails had bad communication cables that were providing intermittent signals to the functions of the bed when using siderails. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.